Manufacturer narrative:
Parts have been requested back for investigation. A supplemental medwatch will be provided after investigation is finished. (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a control printed circuit board failure during start-up. There was no patient involved. (B)(4).